Event description:
It was reported that balloon rupture occurred, and the procedure was cancelled. A 2.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The procedure was not completed, and no patient complications nor injuries were reported.